Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eleven events were reported for this quarter. Nine devices were received. Two events were duplicated during testing. The reported event was not duplicated during testing for 7 devices; however, the devices were outside specifications. Eight devices were found to be affected by corrosion. One device was found to be affected by damaged internal components. One device was available for evaluation but has not yet been received. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events, in which the device was reportedly overheating. Ten events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 11 </noe> malfunction events, in which the device was reportedly overheating. 10 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused. Device not received for evaluation.